Event description:
It was reported that a vascular stent delivery system could not be completely advanced to the treatment site. Reportedly, during advancement, the stent began to prematurely deploy. The delivery system, guidewire and partially deployed stent were removed simultaneously through the sheath w/o incident. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the MFR for eval. The investigation is currently underway.